Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, fatigue, arrhythmia, abdominal pain, anxiety-product/procedure and varied injuries was received on november 08, 2023, with lot number 1175025. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage. ¿ fatigue: unable to observe as it is not related to the device. ¿ arrhythmia: unable to observe as it is not related to the device. ¿ abdominal pain: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ varied injuries: unable to observe as it is not related to the device. Additional observations: ¿ not other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side rupture discovered upon removal. Additionally, healthcare professional reported breast implant illness, fatigue, brain fog, joint pain, muscle pain, muscle weakness, memory issues, anxiety, numbness, tingling, hair loss, weight gain, abdominal pain, and irregular heart rate, not device related. Device has been explanted an not replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture discovered upon removal. Additionally, healthcare professional reported breast implant illness, fatigue, brain fog, joint pain, muscle pain, muscle weakness, memory issues, anxiety, numbness, tingling, hair loss, weight gain, abdominal pain, and irregular heart rate, not device related. Device has been explanted an not replaced.